Manufacturer narrative:
Maquet sas became aware of an incident with one of surgical lights- x¿ten device. It was stated that the elbow cover dust plate fell off during cleaning after the procedure. There was no patient involvement and injury reported however we decided to report the event in abundance of caution. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has never lead to serious injury or worse. Furthermore it was found that the possible root causes of this event are wrong assembly of metal covers by technician (during maintenance or installation) and improper use of the device by user. Additionally, every maquet sas technician is informed how to properly mount the metal fitting on the spring arm. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The issue will be investigated by the manufacturing site.

Event description:
On 20th september, 2017 maquet (B)(4) became aware of an incident with one of surgical lights- x-ten. As it was stated, the elbow cover dust plate fell off during cleaning after the procedure. There was no patient involvement and injury reported however we decided to report the event in abundance of caution. (B)(4).